Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well image in question on 06oct2017, which appeared as visually positive. An immucor field service engineer (fse) visited the customer site on 06oct2017 to assess the instrument in question, which appeared as expected.

Event description:
On (B)(6) 2017, a customer site reported an abo blood group mistype when using a galileo neo.